Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information regarding the patient and procedure, but the customer didn¿t provide the information. It was reported to philips that the system was unable to expose. The customer didn¿t ask for evaluation nor repair of the product to philips since the device was out of warranty. There was no additional information regarding the root cause and resolution of this issue. As the customer did not request philips service for this issue, no work performed by philips. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information regarding the patient and procedure, but the customer didn¿t provide the information. It was reported to philips that the system was unable to expose. The customer didn¿t ask for evaluation nor repair of the product to philips since the device was out of warranty. There was no additional information regarding the root cause and resolution of this issue. As the customer did not request philips service for this issue, no work performed by philips. The codes were updated based on the investigation outcome. The catalog item identifier has been updated.

Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.